Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist 30 blue reload snapped in half when engaging on the anvil. The user completed the procedure with no further issue reported. No fragment fell inside the patient. The instrument was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reload was completely broken into two pieces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endowrist blue 30 reload was analyzed. The reload was found to be broken. The reload was broken at the track as well as the distal end. The reload had not been fired. All of the staples were seated in the cartridge pockets as expected. The reload was returned without the installation tool. The probable root cause could not be definitively established, a likely cause may be attributed to damage to the reload during installation of the reload into the instrument jaws.